Event description:
During the coronary artery bypass procedure, two heartstrings seal did not deploy out of the delivery tube into the aorta. No other info was provided. The hosp did not report any pt complications.